Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, a definitive root cause cannot be conclusively determined. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time.

Event description:
Edwards received notification that a 52-year-old patient with a 3300tfx25mm valve model implanted in aortic position underwent a valve-in-valve procedure after an implant duration of eight (8) years and one (1) month for unknown reason. A 26mm transcatheter valve was implanted within the edwards surgical valve. Patient was noted as to be recovered.